Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the paramedics was called due to low blood glucose level. Customer had blood glucose level of 40 mg/dl. Customer was treated with glucose. Customer declined troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Initial report had missing information related to event in summary narrative. The information has been provided with this report. (B)(4).

Event description:
The customer reported via phone call that he required the assistance of emergency medical services and went to the emergency room due to a low blood glucose of 40 mg/dl.